Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.0mm x 15mm non-bsc balloon catheter, a 4.00mm x 12mm nc emerge® balloon catheter was advanced for further dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter and an unidentified guidewire. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks in the hypotube. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural factors. Product analysis did not confirm the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.0mm x 15mm non-bsc balloon catheter, a 4.00mm x 12mm nc emerge® balloon catheter was advanced for further dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.